Event description:
Echelon flex 60mm powered plus articulating endoscopic linear cutter was used when during a collis gastroplasty. The echelon flex endoscopic motorized cutting stapler did not completely fire during the third and fifth firing.